Event description:
(B)(4) in (B)(6) 2009 I had essure placed by my ob/gyn in office. My insurance covered the device and placement. I only paid the office visit co-pay. Within a couple of months I started experiencing extreme fatigue and weakness. I spent the next seven years seeing doctors, performing tests, and trying different medications but to no avail. While they all agreed there was "something" wrong with me and words like multiple sclerosis and fibromyalgia were discussed the only diagnosis made was idiopathic hypersomnia. Not a very helpful diagnosis. In (B)(6) 2014 my symptoms got worse and new ones appeared. My symptoms included excessive daytime sleepiness, muscle fatigue, migraines, hair loss, bleeding between periods, cramping between periods, painful menstrual cramps, bloating, and hip pain.